Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device was explanted and replaced. It is unknown if this device will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device was explanted and replaced. This device was returned. No additional adverse patient effects were reported.